Event description:
It was reported the procedure was being performed in the operating room. The physician stated that when opening the tincture of benzoine applicator vial, it broke in a manner that risked cutting the clinician's fingers.

Manufacturer narrative:
(B)(4). The sample was discarded.